Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mj7651, and no non-conformances were identified

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2019 and suture was used. The suture swage end came away from the needle during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: ten unopened samples of product code vcp519, lot # mj7851 were returned for analysis. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements . Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2019-80000 and 2210968-2019-80001. Analysis results have been included in follow-up reports for each.